Event description:
On february 9th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings from his dario meter that are 30 mg/dl higher than his non-dario meter.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. As this case is still in progress, if new information is received at a later date, a follow up report will be submitted. There is not enough information available to further investigate this case. Therefore, no resolution is available.